Manufacturer narrative:
Updated catalog number and brand name information.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- solution description: 01/19/2026, 11:08:12 (B)(4). Solution description: often gets fatal error: one sensor #(B)(6) occasionally self triggers, often gets fatal error had her check services, sidexis service was not running, started, all working fine.

Event description:
While the customer was using a part of an intraoral sensor system, they allege the device self triggered, causing an x-ray image to be taken without prompting the device to take an image. No injury was reported from the alleged event.